Event description:
It was reported that the hub of the device separated while in the pt. They had the same issue in about 4 other pts, all in the picu, ranging from about 5-9 years of age. The only thing these children have in common is that they are all chylo pts. Therefore, it was explained that each of the children are expressing lymph fluid, in which consists of fat protein, through the chest tube. They believe that this fat protein may be breaking, or degrading, the plastic. As of this report, there have been no adverse effects to the pts.

Manufacturer narrative:
Lot # unknown as info not provided by reporter. Expiration date unknown as lot # info not provided by reporter. Unknown as lot # info not provided by reporter. Unknown as lot # info not provided by reporter. (B)(4). Event evaluation: this event is still under investigation.